Event description:
It was reported that the patient experienced migration of both leads. Reportedly, the patient fell. To address the issue, the leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.